Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated that a few months ago she underwent a revision procedure for an unspecified reason and had been experiencing syncopal events. The patient stated she believes her syncope was caused by the product advisory this device is included in. The minute ventilation (mv) was programmed off and she feels her quality of life has deteriorated since the programming was performed. No adverse patient effects were reported.